Event description:
Same case as: 2134265-2015-04353. It was reported that difficulty extending the needle occurred and the patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure approximately 2 cm from surface of the liver. A rf3000 radiofrequency generator and a 3.0/17/15 leveen superslim electrode were selected for use. The procedure started from 40 watts then increased 10 watts to complete the first ablation. During the first ablation, the needle failed to fully extend and the physician felt that impedance rapidly increased however the physician continued the procedure. The second ablation was started at a different angle. Following the second ablation, the patient experienced severe pain, therefore the procedure was discontinued. There were no further patient complications reported and the patient's status was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).